Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram positive bacteria (1 cfu/endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; august 12th, 2020; ultrasonic transducer and forceps elevator: klebseilla pneumoniae (>100 cfu/100ml), auxiliary water channel: klebseilla pneumoniae (>100 cfu/100ml), air/water channel: klebseilla pneumoniae (>100 cfu/100ml), suction channel: klebseilla pneumoniae (>100 cfu/100ml), second time; august 18th, 2020; suction channel: candida albicans (20 cfu/100ml), air/water channel: candida albicans (10 cfu/100ml), klebseilla pneumoniae (3 cfu/100ml), auxiliary water channel: klebseilla pneumoniae (1 cfu/100ml), candida albicans (>100 cfu/100ml). Distal end: candida albicans (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation by ofr confirmed some physical damages on the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported event occurred due to the scope, because the re-culturing test result cleared the french guideline.